Event description:
On (B)(6) 2008, the pt was implanted with two gore tag thoracic endoprostheses (tg3415 and tg3720) for treatment of an acute type b thoraco-abdominal aortic dissection (debakey iii b). On (B)(6) 2009, the pt was implanted with two other gore tag thoracic endoprostheses (tg2815 and tg3420) to repair a dissection of the aorta that had developed at the anastomosis site of a triplex graft, which was used to treat an aortic arch aneurysm on (B)(6) 2009. The distal end of tg3420 was placed inside tg3720 implanted on (B)(6) 2008. On (B)(6), 2011, a follow up CT image showed a type 3 endoleak. The aneurysm size was 65 mm. On (B)(6) 2011, a gore tag thoracic endoprosthesis (tgt2810) was implanted to repair the endoleak. On (B)(6) 2012, a follow up CT image showed aneurysm enlargement without an evidence of an endoleak. The aneurysm size was 70 mm. On (B)(6) 2013, a type 3 endoleak was identified. A gore tag thoracic endoprosthesis (tgt2815) was implanted to repair the type 3 endoleak. The aneurysm size was 76 mm. The resolution of the endoleak has not been confirmed. The devices associated with the type 3 endoleaks were unknown.